Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4) (oekg) the endoscopic image of the subject device was not displayed, and the subject device could not communicate with the video system center. The service department of oekg surmised that the camera cable of the subject device might be damaged. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from oekg, there was the possibility that this phenomenon was attributed to the communication failure between the subject device and the video system center due to the damage of the camera cable by the user handling. If additional information becomes available, this report will be supplemented.